Manufacturer narrative:
Product was not sent back to our facility for investigation. MFR have confirmed that this resulted from unintended use.

Event description:
Sales rep from mckesson med states a customer is having issues with is being clogged. Emailed customer, awaiting response. When gathering info end user was incorrectly using insulin syringes. As a one time courtsy we are replacing boxes. End user was using syringes to distribute methyl cobalamin. Due to the different viscosity of the methyl cobalamin compared to insulin the plungger was bending and no product being distributed.

Manufacturer narrative:
Retained lot sampling completed by MFR results attached. No non-conforming product found during evaluation.

Event description:
Sales rep from mckesson med states a customer is having issues with is being clogged. Emailed customer, awaiting response. When gathering info end user was incorrectly using insulin syringes. As a one time courtsy we are replacing boxes. End user was using syringes to distribute methyl cobalamin. Due to the different viscosity of the methyl cobalamin compared to insulin the plungger was bending and no product being distributed